Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Event description:
The patient is a 54 year old male with an indication for use of mechanical circulatory support due to acute myocardial infarction complicated by cardiogenic shock. Pre support clinical condition was consistent with scai shock stage d. The patient was initially supported with an impella cp implanted percutaneously via the right femoral artery on (B)(6) 2026 at 11:45 am. During support, the patient experienced hypotension, increased vasopressor requirements, and required blood product transfusions. The clinical deterioration was attributed to post operative coronary artery bypass grafting (CABG)¿related blood loss and underlying coagulopathy. On (B)(6) 2026, the patient was electively upgraded to an impella 5.5 via right axillary surgical access for continued hemodynamic support. Based on the information available, this event did not involve device malfunction or contribute to patient injury. The patient¿s hypotension, transfusion requirement, and escalating vasopressor support were determined to be related to post operative CABG blood loss and coagulopathy rather than impella device performance. The patient remains on support at the time of reporting.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.